Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 06/23/2016 to report that the receiver displayed err46 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.